Event description:
It was reported that during preparation of a stent placement procedure, the stent was allegedly released from the balloon when the protective device was removed. It was further reported that stent stuck to the protective cover. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. D4 (expiry date: 05/2023).device pending return.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the third complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the device was returned for evaluation. The stent was not present on the balloon and was lodged within the sleeve. The sleeve did not exhibit any evidence of damage and was within specifications. The result of the investigation is inconclusive for the reported difficult to open issue. The result of the investigation is confirmed for the reported stent dislodgment issue. A definitive root cause could not be determined based upon the available information. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: precautions: prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Covered stent size selection: select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Introduction of the endovascular system and placement of the covered stent: 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. D4 (expiry date: 05/2023). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a stent placement procedure, the stent was allegedly released from the balloon when the protective device was removed. It was further reported that stent stuck to the protective cover. The procedure was completed using another device. There was no patient contact.